Event description:
It was reported that the customer's insulin pump has many scratches and a worn display. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Pump received with cracked reservoir tube lip, cracked case at display window corner, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).